Event description:
The valve was placed without difficulty. Status post placement, pt was unable to be weaned from bypass. A trans-esophageal echocardiogram demonstrated the posterior leaflet of the valve did not open. The left atrium was reopened, the valve was examined and confirmed that the leaflet was stuck but was easily popped open and appeared to be freely mobile with no visible reason for impingement. Again closed left atrium and still unable to wean from bypass. On echocardiogram saw the leaflet stuck again. The #29 valve was replaced with a #31 valve. Due to edema (myocardial) weaning was difficult and recovery prolonged.